Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a device check, non-sustained episodes of right ventricular oversensing (rvos) were noted. Review of the electrograms indicated the presence of possible p-wave oversensing. The patient also received a vibratory alert for an out of range rv lead impedance, which the measurement was not recorded on the fastpath summary. There is a possibility of impedance measurement being corrupted by rvos episodes. Defibrillation threshold (dft) testing and programming changes were suggested. The device is being monitored. The patient will be followed up.

Event description:
New information received on (B)(6) 2019, noted the device was reprogrammed to address the previously reported complaint of non-sustained right ventricular oversensing, presence of p wave oversensing. The patient was in stable condition.